Event description:
While wearing external equipment, the pt reportedly was unable to hear sound. External equipment was exchanged. However, the problem was not resolved. In 2004, the pt reportedly was seen at the clinic for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.